Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the device partially fired. The anvil could be tilted after firing and sizers was used. At the time of firing the instrument, the surgeon did not get anastomosis and used a circular suture from another manufacturer. There was no patient injury.